Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. While doing an ablation on the left atrium, the physician noticed that the catheter was leaking a substantial amount of fluid. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR: upon device return and inspection, no visual damage was observed. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Flushing was not functional, as a leak was observed in the catheter. The catheter was dissected to inspect the flush tubing to determine any potential cause for the leak. Dissection of the catheter revealed some broken flush tubing, likely contributing to the reported leak. Microscopic analysis was performed on the catheter flush tubing to better observe the issue. With the help of an ultraviolet (uv) light, separation of the flush tubing could be observed, which may have contributed to the leak observed. The reported event was confirmed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. While doing an ablation on the left atrium, the physician noticed that the catheter was leaking a substantial amount of fluid. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.